Manufacturer narrative:
Product event summary: it was noted that spiral slitting started at the beginning (at the handle) and continued along the shaft until separation at 16.8cm; stress cracks were visible on the shaft near separation site. The analyst commented the slitter was not returned, therefore the condition is unknown. The shaft was also kinked at various locations. Visual summary of analysis indicated damaged at procedure.

Event description:
It was reported that during the implant procedure, while the physician was cutting the catheter, the subselector broke into two parts, holding one of them into the catheter. The physician extracted the part of the catheter by using surgical materials. No patient complications have been reported as a result of this event.